Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent a thv in thv due to a failed 26mm sapien ultra thv implanted approximately 3 years and 9 months prior with a failure mode of stenosis. Edwards was made aware that patient was decompensating and a 3mensio was worked up for possible a thv in thv. The following day, the patient worsened (the fcs is not sure specifically how) and the team decided the thv in thv needed to be done asap. A 23mm sapien 3 ultra resilia +1cc was successfully implanted in 26 ultra. Trace/mild pvl noted, mg per tee 10mmhg and patient was extubated in the room. The implanting team does feel the valve failed prematurely. Thv medical affairs clinical imaging review of the 3mensio revealed that "the 26mm tavr valve is under-expanded at mid valve (23.5mm). The thv leaflets appear calcified as well, which potentially lead to stenosis."

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the complaint site and reviewed by ew proctor/imager. The observations were that the valve appeared under expanded at mid valve (23.5mm) and the thv leaflets appear calcified as well, which potentially lead to stenosis. The complaint calcificatio n was confirmed based on provided imagery. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.